Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller was trying to sync and seeing poor communication with and without antenna and then eventually seeing (po r)-power on reset, therapy has turned off and reset to shipping parameters. Caller noted tegaderm was present over the incision. Additional information received on 2016-04-13 indicated that patient was having no relief. She did not feel stim but she has never felt the stim even when it was working. The patient was catheterizing and getting 50 cc's and now the patient was getting 400 cc's. The patient did not have pp with her to check if on and the settings. There was no fall or trauma reported. The patient stated that the symptom of retention stated about 2 days ago. The patient has an appointment on friday at 11am, and she wanted a rep to be present. The patient stated in-between the two surgeries she was in the hospital for possible pancreatitis. This was not related to the device or therapy. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.